Event description:
Very experienced lab supervisor expressed concern about device bought in 2002. Since purchase has had numerous "down-days". In 2002, there were 20 and this year, it is even more frequent that they have problems. Generates inaccurate reports, which now are rechecked in various ways by the lab staff to avoid reporting errors. The company representative had come out several times and machine has been sent back to factory for repair. It will work for a few weeks, then break again.